Manufacturer narrative:
The spectrum smart cable was released by the facility risk management office and returned to verathon for evaluation. The technical service representative connected the returned smart cable to a test video monitor and blade. Initially the image displayed looked stable, but when the smart cable was manipulated near the hdmi connector the led on the blade would turn off. The failure was isolated to a failure of the hdmi connector. Since the customer received a replacement spectrum smart cable and there are no repairs available for the smart cable, the returned smart cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The facility risk management office would not release the device to verathon, however a verathon territory manager visited the facility and was allowed to inspect the device. The territory manager isolated the issue to the spectrum smart cable. A replacement smart cable was provided to the customer, however since the customer refused to release the smart cable for evaluation the cause of the reported event could not be determined. Should the facility release the affected smart cable for evaluation a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would cut out. Reportedly the image would go completely out when the glidescope blade was inserted into the patient's mouth. A back up device was used to complete the procedure, however the time to prepare the second device was not reported. No harm to patient or user was reported.